Event description:
It was reported that pump experienced repeated malfunction alarms with code 12 and associated fault, with no notable events occurring before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump to maintain insulin delivery, was instructed to place affected pump in storage mode and return it within specified timeframe, and understood the need to reprogram pump settings and reconnect cgm; technical support confirmed warranty status and shipping details and arranged replacement pump with slightly different software version, advising customer on how to update it.